Event description:
The reporter stated that she called due to the notice that was in a new vial of surestep strips she had recently purchased. Her meter is about 6 months old and she said that ever since she has had it, every 3rd or 4th test she receives the er1 or er2 message. She stated she just retests and the error message goes away. She has not had any other problems with her meter. Since she was unfamiliar with the control testing, "the lifescan rep on this procedure", and a replacement meter was sent.